Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The crimp was missing. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted pancreatectomy (whipple procedure), broken wires at the wrist of the small grasping retractor were observed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.